Event description:
Health care professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation visual analysis of the returned device identified: opening in the posterior , crease fold, wear abrasion and brown particle inside the device. Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify crease sharp opening on posterior and -non-penetrating nicks. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as to a fold flaw opening. Non-penetrating nicks. ( stress marks).

Event description:
Health care professional reported right side deflation. The device has been explanted.

Event description:
Health care professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2021-59261. All information has been consolidated into this report.